Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown nails: expert tibial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, product was not returned. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, patient underwent an orthopedic procedure. During the procedure, the surgeon inserted a tibial expert nail instrumentation and at the end of the procedure, he had a very difficult time removing the cannulated connecting screw with internal thread for percutaneous insertion handle from the nail. The knee was flexed but the screw was extremely hard to turn. The surgeon then asked that both the insertion handle bolts should be replaced in the set. There was no patient consequence reported. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown. This report is for one unknown (1) expert tibial nail. Concomitant device reported: unknown insertion handle (part#: unknown, lot#: unknown, quantity#: 1). This complaint involves one (1) device. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.